Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged between 160-269 mg/dl. The customer reverted to an alternate method of insulin therapy.